Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. On an unreported date, the patient discontinued dianeal therapy. On an unreported date, the patient was placed on hemodialysis as treatment for the event. At the time of this report the patient outcome of this peritonitis event was unknown. Additional information was unable to be obtained.